Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hemicolectomie procedure, the device did not fire. It is unclear whether the device malfunctioned during the firing or retraction, but the device got stuck behind the wound retractor. A component of the device, most likely it was part of the retraction knob, fell into the patient cavity and was retrieved. They used another reload, which worked fine to resolve the issue. Patient is alive with no injury.